Manufacturer narrative:
(B)(4). Peritonitis was manifested by fever and abdominal pain. On the same day as being diagnosed, the patient began treatment with vancomycin (intraperitoneal, 1000 milligrams for four days, frequency not reported) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown and treatment information was not reported. Dianeal therapies were ongoing. The patient was reported to have recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.